Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant. During the procedure fracture of the right ventricular lead occurred while being positioned. A replacement lead was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead fracture during implant was not confirmed. As received, a complete lead was returned in one piece. The tines were intact. Visual examination found the outer and inner insulations were damaged. The outer and inner coils were crushed and one filar of the inner coil was cut and separated, consistent with procedural damage. Electrical testing did not find any indication of discontinues but found shorts between the conduction paths due to the procedural damage found on the lead. Visual and x-ray analysis did not find any other anomalies.